Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm, battery cap and battery cap contacts were damaged. The customer also reported a crack on battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for battery cap damage. The customer was instructed that the replacement battery cap would be sent. The customer continues to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. Troubleshooting was performed on battery failed alarm and cosmetic damage allegations. Customer stated that, damage affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected failed batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. There is no failed batt test alarms on event date in the file history. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: detached retainer, broken reservoir tube lip, missing retainer o ring, cracked, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In conclusion, unit passed all required tests and failed batt test alarms not confirmed. Unable to verify battery cap damage due to pump received without the original battery cap. Cracked battery tube is confimed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.